Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that the device exhibited backup operation due to multiple flipped bits in the product code. The battery had reached normal battery depletion. Visual analysis found burn marks on the device can which resulted from exposure to electrocautery.